Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a small kink was observed on the lead which was proximal to the anode/cathode. The physician noted that the lead created a loop between the catheter and the end where fixated to cardiac tissue. There was some question regarding the testing cable, as it was slaved through the electrophysiology system for his bundle pacing, and this may have been the reason for a high impedance measurement. The physician removed the lead and implanted a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.